Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer did not recall any significant events leading up to the alarm. Blood glucose level at the time of the call was 110 mg/dl. No further information was provided.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm noted. Insulin pump received with minor scratches on lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.